Event description:
It was reported to philips that the system was down and not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system is not booting up. Review of the log files showed power hardware related issues. Upon troubleshooting, fse reinstalled the software and found that the pdu was with incorrect version. To resolve the issue, fse ordered and replaced the pdu control module. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.